Event description:
A talent stent graft system was inserted into a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The patient had a tight aortic bifurcation. It was reported that the physician attempted to cannulate the contralateral gate of the talent bifurcated stent graft system (MFR. Report # 2953200-2010-01963) but was unsuccessful due to the tight aortic bifurcation. It was decided to instead implant a 32 mm talent converter (MFR. Report # 2953200-2010-01964); however, the converter would not seal, resulting in a type I endoleak. Although a 36 mm converter was required, only a 32 mm converter was available at the time of the procedure. The physician elected to implant a 36 mm talent cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4) result and conclusion: (endoleak), (use of a device with an incorrect size).